Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Device not returned to manufacturer.

Event description:
It was reported during a primary hip replacement procedure, the offset reamer handle shaft broke in the hudson connection during acetabular reaming. No adverse events were reported. The patient did not retain a foreign body. The procedure was completed successfully with another device.

Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation, therefore the reported event was not confirmed. A manufacturing review was performed and zero (0) discrepancies were discovered. No further investigation is required.